Event description:
During a laser lithotripsy, employee noticed laser fiber had snapped after hearing a loud pop. Back of her surgical gown had a hole burned through it and the first layer of lead apron was burned. Laser fiber changed procedure continued. No harm to pt.